Event description:
Boston scientific received information that this implantable cardioverter defibrillation (ICD) had reached the elective replacement indicator (eri) with a voltage of 2.57v and charge times (CT) of 18.9 seconds. This device is included in the mid-life display of replacement indicators advisory. No adverse patient effects were reported.

Manufacturer narrative:
Information suggests this device remains in-service. Should additional information become available this event will be updated.